Manufacturer narrative:
An actual and a representative samples were returned to bd for evaluation along with several photos of defect. Actual device and photos identify a side pierced sleeve that caused leakage. The representative sample went through functional testing with no defects affiliated with leakage or side piercing able to be identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5141607. This complaint is unconfirmed for sleeve leakage. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode. No definitive root cause could be established as to when or how the damage occurred.

Event description:
It was reported that during a blood draw from a bd vacutainer® multiple sample luer adapter, the nurse noticed blood leakage present at the top of the serum tubes and the back end of the luer adapter. No serious injury, blood to mucous membrane exposure or medical intervention was reported.